Event description:
The customer observed a falsely elevated alinity I free t4 result generated on the alinity I processing module for one patient. The customer repeated the sample on the alinity I processing module and the results were in the normal range. The following data was provided:customer¿s normal range: 9 to 19 pmol/l.sid: (B)(6). Initial result = 42.40 pmol/l; repeat result = 18.58 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module, serial number ai01103, and performed multiple troubleshooting procedures. During that troubleshooting, service found evidence of black particles in the pump, bulk solution transfer (part number a-30111949-01) and the valve, manifold, dispense 2 way (part number a-35002114-03) leaking. Both parts were replaced and deemed the likely cause for the false elevated ft4 results. The issue was considered resolved with the valve, manifold, dispense 2 way and pump, bulk solution transfer replacements. The module function was verified with a control run. No additional result issues have been reported since the service activity was completed. A review of the analyzer¿s service history identified no contributing factors to the current complaint. Trending was reviewed for the analyzer and parts and determined no trends were identified. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.